Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported the patient passed through a security sensor while walking into a store. His stimulation then spontaneously turned on. The patient attempted to disable the stimulation with the device magnet but was unable to elicit a response from the ipg. Since that time, the patient reported, the ipg will not respond to the device magnet. A stronger magnet was sent to the patient but was unable to correct the issue. The physician recommended an ipg replacement. No patient complications were reported as a result of this event.